Event description:
--

Manufacturer narrative:
The lead was returned and is currently in analysis. When additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed at 115 mm from the terminal pin. Two segments were returned, totalling 460 mm in length. The conductor coils were stretched at 437-460 mm. The drug collar was hanging on the helix tip and was torn. Examination of the wire ends at 115 mm showed tooling marks and ductile dimples indicating that the lead was cut at this point. Laboratory analysis concluded this damage was procedurally induced.

Event description:
Boston scientific crm received information that this atrial lead was explanted due to a fracture. A new atrial lead was successfully implanted.